Event description:
It was reported that the patient experienced a low blood glucose following a prior high, with a nadir of 62 mg/dl, and the patient stated they treated the low when the pump alerted; troubleshooting and education were completed, and the case was logged. Symptoms included pallor, weakness, fatigue, and leg weakness. Outcomes included resolution after oral glucose with return to range and no hospitalization. Investigation included review of the event details and troubleshooting with the user. Investigation of this case revealed no device malfunction reported and no confirmed device component failure, and the cause remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.